Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined root cause. There was no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to cycle the power to the hc and the system error 2367 alarmed. The tsr had the cg cycled the power again and explained there was a possible introduction of air in the lines. The home patient (hp) would have to start over with new supplies and contact the registered nurse (rn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is available. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.